Event description:
Situation: giraffe isolette manual heat warmer stopped producing heat and nicu patient's temperature began to decrease. 3 rns attempted to transition baby to "servo or baby mode" and when they closed the top, an error appeared indicating "the internal fan is consistently running" on the screen. The air temp was constantly decreasing from 21 to 19 c and it felt cold in the incubator. The patient was already wrapped in warm blankets from the blanket warmer and transitioned to a new incubator and placed on servo mode with the top down. Background: nicu patient (B)(6) aga (appropriate gestational age) was in an isolette with the top opened and the patient was receiving manual heat at 20% throughout day shift and night shift. During 0330 cares, patient's axillary temp was 36.9 c which had been consistent the last 8 hours. Patient was placed prone and swaddled with a baby blanket inside her snuggle up. Patient had a hat on d/t CPAP. Pt was clean and dry and not disturbed from 0400 to 0600. During 0630 cares, the patient's axillary temp was 35.7 c and the patient's upper and lower extremities appeared cool to the touch. Pt' was alert but more irritable and heart rate had decreased from 160-170s (wdl (within defined limits) for this pt) to 130-140s. When the temp indicated 35.7 axillary, this rn took the temp 4x in both r and l axillia using 3 different thermometers and increased the warmer from 20% to 25% heat, and then to 30-35% and 50% heat with no change in patient's temperature . I utilized the assistance of another rn, wrapped the patient in warm blankets and obtained a temp probe and the reflective heart. Pt's skin temp under the axillia was reporting 35.8 on the giraffe. Baby was then switched to servo mode and the internal temp of the bed to be set was programed to 36.6 c. When the top was closed, an error appeared on the giraffe indicating: ""'the internal fan is consistently running'" on the screen" this error message indicated a problem with the motor and the heat source from the bed inhibiting the heat production. The air temp was decreasing from 21 to 19 c. A break nurse who is often charge was asked for assistance and verified the message and the need to transfer the infant to a new giraffe. Tl1 and tl2 assisted with cares and transfer as well. At 0645 a new giraffe was heated and the temp was set at 37 c and then brought to 36.6 c. At 0650, the infant was transferred into the new giraffe and 2 of the blankets were removed. The top was closed and the temp of the infant increased from 35.8 to 36.1 and then to 36.3 over the course of 15-30 minutes. The air temp of this new incubator was working sufficiently and was adjusting to correct the temp of the infant. The day shift nurse assisted with this transfer and was made aware of the indications of the bed and the impact on the patient's temperature. The day nurse followed up with the set temp and adjusted the temp to 37 to assist in increasing the baby to a skin temp of 36.6 by 0800 and an axilla temp of 37.2, wdl. The baby's hr returned to 150-170's resting. The day nurse indicated she would follow up with the day team and providers to inform them of the initial lower temp and the interventions to normalize infants temp while this rn placed the incubator out of service (red tagged) and updated charting regarding this event. Assessment: at 0330, the patient was alert but having frequent b/d during this care time (r/o gi/resp concerns) and earlier in the shift. The temp's have been stable and the patient has been consistently wrapped, kept warm, and dry throughout the shift. At 0630, the baby was irritable, had a lower resting hr, though no events during the two hour and 30 minutes between cares, and was feeding at the time. Rn noticed that the warmer output though reading 20 did not provide any source of heat and the infants lower extremities were cold though core temp was warm. Otherwise, perfusion and respiratory systems were appropriate. Recommendations: I do not have any recommendations given this was a clinical malfunction on this particular giraffe isolette bed and was previously working with no changes to the bed or systems. There was minimal temporary harm in this event. This is not a recurring issue. The device has been removed from use.